Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and genital haemorrhage ("abnormal heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain, obesity, diabetes, migraine and allergy. Previously administered products included for birth control: nuvaring; for regulate menstrual cycle: oral contraceptive nos. Concomitant products included amitriptyline, amoxicillin, baclofen, cetirizine, cetirizine hydrochloride (zyrtec), cyclobenzaprine, fluocinonide, hydrocodone, ibuprofen, ibuprofen (motrin), omeprazole, salbutamol (albuterol) and topiramate. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced back pain ("severe back pain") and pelvic pain ("pain"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, 6 years 7 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and umbilical hernia ("umbilical hernia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("longer than normal menstrual periods / abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe lower abdominal pain ad cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), inflammation ("inflammation on head, right hand") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, inflammation, dysmenorrhoea, dyspareunia, fatigue, umbilical hernia and headache outcome was unknown, the genital haemorrhage, vaginal haemorrhage, pelvic pain and abdominal pain had resolved, the menorrhagia, back pain, abdominal pain lower and weight increased had not resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, migraine, pelvic pain, umbilical hernia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - events- "abnormal bleeding (vaginal), inflammation on head, right hand, migration of essure device, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, umbilical hernia, headaches, abdominal pain", concomittant condition and drug added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and genital haemorrhage ("abnormal heavy bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain, obesity, diabetes, migraine, allergy, cesarean section, multigravida (g3) and parity 3 (p3). Previously administered products included for birth control: nuvaring; for rash: triamcinolone; for regulate menstrual cycle: oral contraceptive nos. Concurrent conditions included uterine scar (from previous cesarean), degenerative disc disease, asthma and arthritis. Concomitant products included amitriptyline, amoxicillin, baclofen, cetirizine, cetirizine hydrochloride (zyrtec), cyclobenzaprine, fluocinonide, hydrocodone, ibuprofen, ibuprofen (motrin), omeprazole, salbutamol (albuterol) and topiramate. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced back pain ("severe back pain") and pelvic pain ("pain"). In (B)(6) 2012, the patient experienced menorrhagia ("longer than normal menstrual periods / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, 6 years 7 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and umbilical hernia ("umbilical hernia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain ad cramping"), dermatitis ("inflammation on head, right hand / inflammation scalp hands finger"), abdominal pain ("abdominal pain"), hypoaesthesia ("numb finger"), pruritus ("intense itching spell"), abdominal distension ("bloated"), mood altered ("moody "), libido decreased ("sex drive fallen") and paraesthesia ("tingling finger / tingling feet/hands"). The patient was treated with thomapyrin n (excedrin migraine), sumatriptan (imitrex) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dermatitis, dysmenorrhoea, dyspareunia, fatigue, umbilical hernia, headache, hypoaesthesia, pruritus, abdominal distension, mood altered, libido decreased and paraesthesia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, pelvic pain and abdominal pain had resolved, the menorrhagia, back pain, abdominal pain lower and weight increased had not resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, libido decreased, menorrhagia, migraine, mood altered, paraesthesia, pelvic pain, pruritus, umbilical hernia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 219.00 lbs. Per mr: essure device placed within ostium, deployed. 3 coils visible. Left total ostium um visualized. Essure device placed within ostium, deployed. 2 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes. Pregnancy test - on (B)(6) 2011: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headache, fatigue, back pain and weight gain." Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Event:inflammation,tingling finger,numbness in fingers, pruritus. Moody, low libido, tingling feet/hands, bloating were added. Concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.